Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure on (B)(6). The right atrial lead had previously exhibited lead noise and insulation damage during a routine follow-up. The lead was capped and replaced. The patient was stable throughout the procedure.